Event description:
A peritoneal dialysis (pd) patient a cycler that powered down during unknown phase/cycle of dialysis. The patient was connected during incident and the display was blank. There was not a power outage and was not an outlet issue. The power cord was securely plugged in. The patient does know how to perform manual treatments and had supplies for 5 days. The fresenius technical support representative resolution was to replace the cycler due to blank screen and advised the patient to contact pd registered nurse to inform of replacement. Additional information was requested but none was received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for investigation a visual inspection of the returned cycler exterior showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained dark. The internal inspection of the cycler showed that there was evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the touch screen became operational. Removed functioning inverter board from the touch screen at the completion of the investigation. There were no other discrepancies. The device history record did not reveal any issues or problems related to the reported symptom code(s) completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.